Manufacturer narrative:
An x-ray review by a clinical consultant concluded that a deep cup position with low normal inclination and absent anteversion has contributed to an overload condition in the arthroplasty, likely with impingement resulting in a fatigue fracture requiring revision.

Event description:
The surgeon reported that a male patient of (B)(6) underwent revision surgery for a fractured exeter stem. The customer further reported that the device was originally implanted about 15 years ago and that the patient had been doing fine until the neck went snap without warning. The revising surgeon suspected that based on the patient characteristics (the patient was extremely active, over 6 feet tall, heavy), the stem fatigued over time. The surgeon was unable to read or see any product information on the stem but thought it was a 44mm no 2 or 3. He reported that it looked like a clean break across base of neck. He further reported that the cup was fine, as was the femoral cement, and that he performed a cement in cement revision with a successful outcome.